Manufacturer narrative:
Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown mentor gel prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent breast augmentation revision with unknown mentor saline prostheses. Possible bilateral rupture of the breast prostheses and itching, specifically around the areolar area; were reported by the patient post procedure. At the time of this report, mentor has received no information regarding explant date. However, possible bilateral removal and replacement with unspecified mentor gel prostheses was reported. This report is for the right breast prosthesis. See manufacturer report number: 1645337-2018-04013 for the contralateral prosthesis report.